Event description:
The patient was found to have low battery and high impedance. The patient has since been scheduled to undergo a full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.